Manufacturer narrative:
The device has been returned and evaluated by product analysis on 01/12/2014 with the following findings: a review of the pump history showed multiple 0 unit boluses on (B)(6) 2013. A 24 hour duration test was performed with no unprogrammed boluses occurring during testing. The keypad was removed and no damage was found to the button contacts. The issue of inadvertent infusion was not duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging an inadvertent infusion issue. Reportedly, the pump was giving a one unit bolus every 5 to 15 minutes without user intervention. It was noted that the bolus history was not recording these boluses but there were 4 units missing. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.